Event description:
A report was received that the patient was experiencing frequent ipg charging. It was also mentioned that the patient's leads had migrated. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing frequent ipg charging. It was also mentioned that the patient's leads had migrated. The patient will undergo a revision procedure wherein the ipg will be replaced.